Event description:
Customer reported being hospitalized for high blood glucose levels. Troubleshooting performed and insulin exited during test prime. Unable to perform high pressure test due to the fact that customer did not have tubing clamp. Customer was advised to call once tubing clamp arrived to complete troubleshooting.